Event description:
A customer reported a skin infection while wearing the adc freestyle libre 2 sensor and experienced soreness and redness at the sensor site when the sensor was removed. Sensor, redness spread all of the arm. Hcp contact was made in the beginning of july, and the customer was provided and unspecified treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered is the date reported as "beginning of (B)(6)." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin infection while wearing the adc freestyle libre 2 sensor and experienced soreness and redness at the sensor site when the sensor was removed. Sensor, redness spread all of the arm. Hcp contact was made in the beginning of (B)(6), and the customer was provided and unspecified treatment. No further information was provided. There was no report of death or permanent injury.